Manufacturer narrative:
Initial reporter did not provide device serial number or address where treatment occured.

Event description:
A patient in korea was treated using ultraclear for hypertrophic scars on both arms. Two treatments were performed. The first on (B)(6) 2025 with no incident, the second on (B)(6) 2025. After the second treatment the patient began to develop lesions where treatment had been administered. The treating physician initially believed the lesions to be a result of impetigo. The physician ordered antibiotics and an escharectomy. Communication with the physician revealed the patient had a history of herpes labialis. Herpes viruses are a known contraindicaiton to ultraclear treatment listed in the IFU. The observed lesions are consistent with the expected results of ultraclear treatment on patients with a history of herpes viruses using no phrophylactic antivirals. The patient is expected to make a full recovery with treatment.